Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The analyst noted the test sample guidewire did not pass through the lead due to blood obstruction at 77 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged. It was noted the lead was deformed. The wire did not advance through lead. The lead was attempted and not used. A different lead was used. No patient complications have been reported as a result of this event.